Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices remained in the patient and were not available for evaluation. There were suboptimal medical documentation and adequate imaging studies available for this review. Product appropriateness and patient candidacy were incongruent with the IFU due to the presence of a right common iliac aneurysm and 103° right iliac angulation. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries, a patent inferior mesenteric artery, moderate/severe aortic calcification at bifurcation/iliacs, and an aortic neck angulation of 55°. Patient's use of anti-platelet therapy might have contributed to this event due to its anti-thrombotic properties. Approximately 1 month post implant, there was evidence to support: a stable aortic sac, an enlargement of the right common iliac artery sac although no endoleak was noted, total stent collapse of right iliac extension, and hyperdilation of the proximal cuff to 32mm. Approximately 11 months post implant, there was evidence to support: a stable aortic sac, a continued enlargement of the right common iliac artery sac, proximal stent overlap increase (3.4 cm to 5.7 cm) which might have been due to angulation causing the stent to migrate, and a type iiib endoleak approximately 1 cm above the bifurcation. There was no change or known treatment of the right iliac stent collapse. A secondary procedure was confirmed. It was reported that an endologix infrarenal (x2) and main body were used to reline the leaking bifurcation segment. Technical success was reported and no endoleaks were seen. On post-operative day 1, the patient was discharged on anti-platelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be multifactorial.